Event description:
It was reported that a cartridge became stuck in the ilet pump and the user was initially unable to remove it; the user subsequently removed the cartridge using tweezers after guidance, and no obstruction was observed in the chamber. Investigation of this case revealed that the cartridge obstruction was not reproduced and no device component damage or malfunction was identified. Symptoms included no reported adverse clinical effects. Outcomes included successful resolution without alerts, or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.